Manufacturer narrative:
The patient's age, gender and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 after approximately 4 months of support. The cause of expiration was unknown. No additional information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.